Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's wife reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 150 mg/dl. The wife stated the pump is giving to much insulin and is having issue with the tubing. She states the customer has been having low blood glucose. However was unable to troubleshoot for the low, because the set had been discarded and the customer was not present. Troubleshooting was performed for the kink tubing, which is when the no delivery alarm was present. The customer declined to troubleshoot for the motor error. The customer wife did not provided more details regarding over delivery by the pump. The device will not be returned for analysis.